Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon ruptured. The target lesion was located in the moderately tortuous forearm shunt. A 2cm peripheral cutting balloon¿ was selected for use. During procedure, it was noted that the balloon ruptured at 10 atmospheres. The procedure was completed using another of same device. There were no patient complications reported.